Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the patient presented with malfunctioning penile prosthesis that was implanted around four years ago. It was noted that the pump was not working. He underwent the replacement of titan coloplast penile prothesis, at the time, scrotal exploration showed the pump was not functioning and there was no fluid in the system. The operation went uneventful.

Event description:
This follow-up MDR is created to document the evaluation of the returned device, the updated patient information and the additional event information received for record (B)(6). According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2020 due to a malfunction of the device. Additional information received indicated: "this 77 year old male patient had history of inseration of titan coloplast penile prosthesis 4 years ago. The patient presented with malfunctioning penile prosthesis with the pump not working. He underwent the replacement of titan coloplast penile prosthesis at the time of scrotal exploration and the pump was not functioning and there was no fluid in the system. The operation went uneventful." A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have burn-like marks, indicating contact with a cauterizing tool. A partial separation was noted on the pump inlet tubing at the strain relief junction. Testing revealed this not to be a site of leakage. Microscopic examination revealed confined abrasion adjacent to the partial separation on the pump inlet tube. The presence of surface abrasion was noted on all pump tubing, the exhaust tubing of cylinders 1 and 2 and on the detached inlet tubing. The information received indicated the pump was not working and no fluid was noted. No functional abnormalities were noted with the returned components other than instrument damage to cylinder 2. The confined abrasion noted on the pump inlet tube indicated the tube had been kinked onto itself for a period of time. This positioning may have resulted in difficulties in fluid transfer but cannot be confirmed. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during explant. The separation in cylinder 2 is not associated with the cause for failure.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.